Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient reported that the cgm was reading 142 mg/dl and the blood glucose reading was 31 mg/dl, and that he had to go to the hospital. It is not known if the patient self-treated and how the patient went to the hospital. There is no documentation about the treatment given, or the time spent in the hospital, but the patient mentioned ¿I was in the hospital last night because I had the shakes and almost went into a coma because of the inaccuracy¿. At the time of the report, the patient was fine, but the patient declined to give more information regarding the event. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Code 4581, e2402 selected as there is no code available for the patient "almost went into a coma".